Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The evaluation confirmed and reproduced the reported symptom system error 105 caused by a failed motor flex and severed motor mount screws. The failed motor assembly and motor mount screws were replaced.

Event description:
It was reported that a spectrum pump alarmed system error 105. Any pt involvement, injury or medical intervention is unk.